Event description:
It was reported that during a mitro valve replace, cbg and left atrial appendage stapling procedure, the device in conjunction with gore seam guard, could not get jaws open after firing stapler. Had to cut the tissue around the gun to remove stapler. This was the initial firing. After the gun was removed, the gun opened instantly. Case completed with another device of the same product code. The pt is fine with no other pt consequence.